Event description:
The following information was provided by the initial reporter: it was reported that the device presented a software error, no more details were provided. It is unknown if there was patient involvement, and there was no harm/adverse event reported. The following information was provided by the investigation: damaged (detached) dso (downstream occlusion) seal.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device has damaged (detached) dso (downstream occlusion) seal. Functional testing performed. Occlusion test was used. Device doesn't hold patient data. Customer problem was duplicated. The root cause was a problem with the pwa (printed wireless assembly). The pwa and dso seal were replaced. After the repair the device must pass all functional tests before it will be shipped back to the customer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.